Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream test at 19.8 or higher during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "the pump fails the downstream test at 19. 8 or higher" was reproduced. The device was sent for downstream occlusion testing, and the device failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor. The force sensor requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.